Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication for a patient. A technical support specialist verified through medbank myqlink (mql) that the medication had been destocked by the system and determined that access was required to rescan the drawer. The customer did not have the necessary permissions; however, don (director of nursing) had the appropriate access, advised the customer to access the profile through medbank myqlink (mql) and update permissions to pharmacy admin so that the customer could assign the medication. The customer acknowledged and understood the instructions. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank the user was unable to issue a medication for a patient. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.